Event description:
It was reported that a patient experienced a breach in aseptic technique. This use error included touch contamination and use of recalled minicaps. The patient was retrained on aseptic technique. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.